Event description:
It was reported that following pump implant, the patient had 3 surgeries to address spinal fluid leak. The device system was used to deliver morphine, bupivacaine (marcaine), and ketamine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: product type catheter; product ID, 8590-1 lot# n264569, serial# implanted: 2010 (B)(6), explanted: product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2017. It was reported that regarding the spinal fluid leak, the patient had a lump on her back that was fixed.

Event description:
Additional information received from a healthcare professional on 2017-apr-26 reported the patient has not been there patient for 4 years. The weight at time of event was unknown. No further complications were reported/anticipated.